Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/ intract pain (trunk/limbs).it was reported the system quit working. Patient cannot charge the system nor can they communicate with the system. They want to discuss potential need to replace implantable neuro stimulator (ins). No further patient symptoms or complications were reported in this event.